Event description:
The overhead fiber optic bililight made a loud popping sound and began to emit smoke. The light was turned off and unplugged from the outlet. It felt hot to the touch. The equipment was immediately tagged, removed, and sent to biomed. Preventative maintenance was done two months ago. There was no harm to the patient. In addition, I was informed that it was the bulb inside of the light that went bad and actually popped and broke inside the light. It then emitted a burning odor, which may have been caused by the shards of glass inside. The glass did not reach the patient or staff. The light bulb was metered at 416 hours and typically is changed out at 500 hours. We have not had any other incidences of bulbs breaking. Biomed is reviewing their records as far as the age and number of the devices we have, and if we have any replacement parts in the device. Awaiting biomed follow up.